Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Costumer reported complaint for high blood glucose test results. The customer is concerned with tests results from meter to meter comparison of test result reported of 155 mg/dl using trueresult meter and test result reported of 222 mg/dl using truemetrix meter. The customer's expected fasting blood glucose test result range is 100 - 170 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 161 mg/dl and 166 mg/dl. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 01/31/2018 and open vial date is two weeks ago at time of call. The meter memory was reviewed for previous test result history: (B)(6). Customer is calling concerned that his meter is giving high results when compared to his trueresult. The customer was informed that the trueresults was discontinued by manufacturer. Customer only has one vial of truetest strips left, lot pt2720 which are not a part of the recall. Customer states he will not send back trueresult meter and strips.